Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested. (B)(4).

Event description:
An optometrist reported epithelial basement membrane dystrophy (ebmd) on a patient's right eye approximately two months post photo refractive keratectomy (prk). Patient complained of blurry vision. Patient is using artificial tears, artificial gel and two topical antibiotic drops. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).